Event description:
Device #2 of 2. Ref MFR report: 1627487-2014-26532. It was reported the pt experienced a painful burning sensation while charging his ipg. A replacement charging system was sent to the pt and issue is resolved. On 08/01/2012, st jude medical neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-related events was expected.

Manufacturer narrative:
This charger model was associated with a field correction. Manufacturer's eval: corrective and preventive (CAPA) investigation was performed. Pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging was capable to transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and all chargers were capable of elevated heating. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.